Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported there was no baseline sleep study to know if the sleep apnea occurred before or after the therapy

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study on 2018-sep-27. The patient's baseline weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (2.0 mg/ml at 0.4204 mg/day) and bupivacaine (30.0 mg/ml at 6.306 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient's husband reported the patient has been increasingly lethargic since her it dose increase on (B)(6) 2018. It was noted the patient had to be woken up but they do communicate and performed their adl's as expected. The clinical diagnosis was it medication side effects. A sleep study was performed, on (B)(6) 2018, and revealed severe sleep apnea. It was indicated the event was possibly related to the device or diagnosis and possibly related to the drug hydromorphone due to increased dose. On (B)(6) 2018, the contraction of hydromorphone was decreased to allow for an increase in bupivacaine without increasing the opioid secondary to possible side effects. The issue was noted as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.